Event description:
It was reported that this pacemaker was suspected of prematurely depleting as the battery remaining had dropped significantly over the past year. Subsequently, the device was explanted and replaced with another manufacture's device. The device has been returned and is in the process of analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of prematurely depleting as the battery remaining had dropped significantly over the past year. Subsequently, the device was explanted and replaced with another manufacture's device. The device has been returned and is in the process of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.